Event description:
It was reported that a malfunction occurred on the pump with malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer continued using the current pump for insulin delivery while waiting for a replacement, which was sent by cts. Additionally, cts provided instructions on putting the pump into storage mode and informed the customer of the steps to follow upon receiving the replacement. The problematic pump was to be returned to tandem via ups within 10 days.